Manufacturer narrative:
One sample was received and forwarded to the supplier for investigation. The visual inspection revealed that the packaging was normal and the bandage itself was visually normal. Dimensional results were within tolerance. A device history record (DHR) review was completed for lot# 928483x. There were no manufacturing related issues related to the complaint issued for this lot. All specifications of the foam dressing were met. A root cause analysis was conducted and a root cause could not be determined. A possible root cause could be related to the patient having sensitivity to the phmb foam. Based on the investigation results, a corrective or preventive action is not planned at this time. This supplier no longer manufactures this product for covidien. This complaint will be used for trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with an amd dressing. The customer states that a patient had an abscess excision on the left shoulder which had exudate. Amd was used inside the cavity and foam amd dressings outside to absorb the excess. There were frequent foam dressing changes (several times per day at the beginning and then once a day after) to control exudate. After a week, there was a sudden appearance of a severe erythema looking like a burn on the skin where the phmb dressing is located and not where the foam is. The treatment with foam stopped immediately. The patient was treated with (B)(6) spray for 2 days, then elocone 0.1% cream prescribed by a physician to treat the erythema with success.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.